Event description:
During a hallway discussion, the dr indicated to the sales representative that two patients had developed infections following the use on pain pumps. A statement was also made that one pt had died.

Manufacturer narrative:
Evaluation summary: no sample was available for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter. The information provided indicated that the patients developed an infection after the use of the on-q pump. It was also reported that a pt died, but no explanation or further details was provided. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.